Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not provided, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Three good faith efforts (gfe) were made to obtain microbiological test reports and reprocessing declaration request from the customer. No response received as yet. The device was returned and was evaluated. There were few findings. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. The distal end cover was shaved. Adhesive on bending section cover had a crack. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the colonovideosope tested positive for an unexpected contamination. The device was inspected prior to use as per instructions for use. The intended diagnostic procedure was colonoscopy. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. There was no patient contact. Conversations have taken place over the past couple of months with the customer regarding the scope alternatively testing positive for contamination and then negative. Customer was advised to send the equipment for assessment. Patient identifier # (B)(6) captures previous positive culture complaint on the same scope.